Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Pmqa reported an email from med info stating they spoke to a patient who reported "my implant ruptured". This record is for the unknown side. Device remains implanted.